Event description:
The hospital reported that just after going on bypass they noticed that the venous reservoir bag would not transfer blood through the screen. The device was changed out. The pt was not affected by the incident.